Event description:
Patient is post-op CABG of 4/13/93. On 4/14/93, a balloon pump was inserted to stablize angina. Md removed iabp catheter from right groin with great difficulty. The catheter was deflated and md began to withdraw; there was marked resistance and it took great force of steady traction to gradually pull out the catheter. A portion of the catheter was overstretched. Catheter was examined by md and two nurses found to be completely intact. Foot became pale, cool, patient unable to move toes. Patient required a right embolectomy approx. Four hours laterdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: telemetry failure, none or unknown, none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor, other. Invalid data - on device destroyed/disposed of status.